Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. The device was received with the suction tube and power cord cut. Visual inspection of the active tip shows the metal tip has fallen off. Procedural debris was found at the active tip and surrounding ceramic. Due to the extent of the damage this device was not tested to avoid any further damage to it. The device was forwarded to the supplier for further inspection. The device passed all continuity and hipot testing. The device also passed flow rate testing. Capacitance and activation testing was not conducted due to the condition of the tip. The root cause of the metal tip falling out could not be determined. It is possible that this event was caused by device misuse with excessive force being applied to the tip, however there were no obvious signs of improper handling based on the evidence presented. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted as the supplier found the frequency of this failure to be within the accepted risk limits. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email a piece of metal broke off the head of the vapr electrode while it was used in the patient. The piece was found back in the end with a delay of 45 minutes. Pictures, the broken electrode and the piece of metal are added to this report. Additional information received via email from the affiliate on (B)(6) 2017. I was not there during the operation, but the surgeon said she did not use more force then normal. She knows how to use a vapr. She has used several hundreds and this never happened before. The procedure was completed with new vapr electrode.